Manufacturer narrative:
A ge service rep evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.

Event description:
The customer reported the system would not produce an image. No pt injury was reported.